Event description:
It was reported from (B)(6) that the small battery drive device was defective. It is unknown if the malfunction occurred during a surgical procedure. There was no patient or user involvement. It was not reported that there were any delays in the surgical procedure or if a spare device was available for use. The exact date of the event was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which showed that the motor seized, and rough running. The assignable root cause was determined to be due to material false and defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.